Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal edge plastic cover of the gastrointestinal videoscope had burn marks. Based on the results of the investigation, the probable cause is a high-energy treatment device was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal edge plastic cover of the gastrointestinal videoscope had burn marks. There was no patient involvement.